Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal swelling"). On an unknown date, the patient experienced constipation ("constipation"). The patient was treated with analgesics, antibiotics and surgery (she underwent revision surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and abdominal distension had not resolved and the constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain and constipation to be related to essure. The reporter commented: at time of this report - she is now menopausal and requires hormone replacement therapy no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.